Event description:
It was reported, after the patient had an interventional procedure, an angio-seal was deployed. No bleeding or hematoma were noted. While in the recovery room, the patient complained of abdominal pain. The patient's blood pressure dropped and the patient became restless. The physician questioned whether there was retroperitoneal bleeding. The patient underwent a CT scan which confirmed retroperitoneal bleeding. Manual pressure was applied for one hour. The patient was given a blood transfusion. Reportedly the patient had recovered with no ill effects.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the retroperitoneal bleeding could not be conclusively determined.the angio-seal device instruction for use (IFU) state that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) also instruct the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.